Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the initial implant of the leadless pacemaker (lp) system, conductive telemetry was lost on the right atrial lp. The lp was explanted and a new lp was selected for implant, however the telemetry issues continued. The second lp was explanted and the procedure to discontinued.